Event description:
The event is reported as: complaint alleges: "the yellow wingnut of the adaptor was unstable. It was found when set up." Defect was discovered prior to use on a pt during inspection/functionality testing. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.